Manufacturer narrative:
The returned yukon oct polyaxial screw was visually inspected. The tulip head and the threaded shaft of the device were returned. The fracture occurred directly below the tulip, before the threads of the shaft begin, at the neck of the device. The shaft was observed to have severe deformation on the proximal half, which is suspected to have occurred during screw removal from the patient. This fracture site could not be inspected due to the sustained damage. The tulip head was inspected and the fracture surface appeared smooth and even. This indicates that the device fractured during an applied torsional force (i.e., insertion of the screw into hard bone). Complaint history records were reviewed for this catalog and no similar complaints were identified. Screw fracture can occur during insertion due to patient bone quality, difficult anatomy causing angulation during insertion, or improper preparation of the screw insertion site. The yukon oct surgical technique guide indicates that the desired entry point of the pedicle must be prepared using an awl, a probe, a drill, and (optionally) a tap. It is unknown if the pedicle pathway was prepared before screw insertion. In addition, higher forces may be required to insert a screw due to hard bone quality. The patient's bone quality is unknown. A conclusive root cause cannot be determined.

Event description:
It was reported that the head of a yukon polyaxial 'broke from between head and proximal shaft' intra-operatively. Surgery was successfully completed with an hour delay. No adverse consequences or medical intervention were reported.

Event description:
It was reported that the head of a yukon polyaxial 'broke from between head and proximal shaft' intra-operatively. Surgery was successfully completed with an unknown delay. No adverse consequences or medical intervention were reported.